Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2021 and (B)(6) 2021 to the flanks and lower abdomen using the legacy coolcurve+ and legacy coolcore applicators and may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.

Manufacturer narrative:
Continued a5: hispanic/latino. H11 - corrected data: g3 of the previously submitted report should have been captured as 27/apr/2022. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.